Event description:
Information was received indicating that a smiths cadd-legacy 1 pump delayed infusion for an unknown amount of time. The keypad was unresponsive, and the pump did not alarm. The pump resumed function after the battery was removed and re-inserted. There was no serious injury or adverse events reported.